Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while being applied at the last step, the stapler was able to fire but the cartridge opened only in a partial manner and the part of the cartridge that closes was hard to close. They changed the cartridge to complete the case. There was no patient injury.